Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an diagnostic cardiac procedure was performed when the issue happened, and procedure were scheduled to be in that room that day were just done in a different room. The philips field service engineer (fse) went onsite and confirmed that screen is frozen and will not turn and off. After reviewing log file, fse found there is a malfunction on flex vision pc. During troubleshooting fse found the faulty flex vision pc and return the part for further analysis and showed that there was possible defective cmos battery. To resolve the issue, fse replaced the flex vision pc and hardware, installed the firmware and software, configured the flex vision pc. After the replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start at 00:00. The system was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.